Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. The device could not cross the lesion and was removed. The same orsiro was delivered again through telescope guidezilla, but could not be delivered. It was noted that the stent was dislodged. The stent was retrieved with a snare.

Manufacturer narrative:
Only the stent was returned and subjected to a technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is slightly deformed at both ends. The delivery balloon was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU further the user warns against re-insertion if the stent system was removed prior to expansion.